Event description:
Servo v9/788670 continuous high pressure alarm was going off. Pt. Was not in sync with the ventilator. Adequate tidal volume was not being delivered due to high pressures. Removed pt. From ventilator and began bagging pt. Had another rt run a calibration on ventilator to check to make sure it was working correctly. Could not get the ventilator to pass the internal leak test. Switched ventilators due to possible defect. Biomed contacted for evaluation of ventilator. Biomed is aware, the ventilator is removed and isolated form use. (B)(6) 2023: service technician discovered internal leakage during the pre-use check due to a faulty cassette. No good cassettes available to continue testing. (B)(6) 2023: staff provided a good cassette to continue testing. System passed pre-check several times and the ventilator ran without alarm or error code notifications. Reviewed logs for error codes and there were none. However, it was noted that the last time the unit passed a pre-use check was on (B)(6) 2023. Pre-use check is supposed to be completed before the ventilator is put on a patient. From (B)(6) email on 3.30.2023: biomed has completed our investigation and request permission to place the device back into service: (B)(6) 2023: service technician discovered internal leakage during the pre-use check due to a faulty cassette. No good cassettes available to continue testing. (B)(6) 2023: staff provided a good cassette to continue testing. System passed pre-check several times and the ventilator ran without alarm or error code notifications. Reviewed logs for error codes and there were none. However, it was noted that the last time the unit passed a pre-use check was on (B)(6) 2023. Pre-use check is supposed to be completed before the ventilator is put on a patient. (B)(6) has been informed of the findings. Discussed in huddles regarding always performing pre use check prior to placing on patient even if vent has had pre-use check done at time of vent setup for standby. (B)(6).

Event description:
Servo v9/788670 continuous high pressure alarm was going off. Pt. Was not in sync with the ventilator. Adequate tidal volume was not being delivered due to high pressures. Removed pt. From ventilator and began bagging pt. Had another rt run a calibration on ventilator to check to make sure it was working correctly. Could not get the ventilator to pass the internal leak test. Switched ventilators due to possible defect. Biomed contacted for evaluation of ventilator. Biomed is aware, the ventilator is removed and isolated form use. (B)(6) 2023: service technician discovered internal leakage during the pre-use check due to a faulty cassette. No good cassettes available to continue testing. (B)(6) 2023: staff provided a good cassette to continue testing. System passed pre-check several times and the ventilator ran without alarm or error code notifications. Reviewed logs for error codes and there were none. However, it was noted that the last time the unit passed a pre-use check was on (B)(6) 2023. Pre-use check is supposed to be completed before the ventilator is put on a patient. From email on 3.30.2023: biomed has completed our investigation and request permission to place the device back into service: (B)(6) 2023: service technician discovered internal leakage during the pre-use check due to a faulty cassette. No good cassettes available to continue testing. (B)(6) 2023: staff provided a good cassette to continue testing. System passed pre-check several times and the ventilator ran without alarm or error code notifications. Reviewed logs for error codes and there were none. However, it was noted that the last time the unit passed a pre-use check was on (B)(6) 2023. Pre-use check is supposed to be completed before the ventilator is put on a patient. Has been informed of the findings. Discussed in huddles regarding always performing pre use check prior to placing on patient even if vent has had pre-use check done at time of vent setup for standby.